Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Upon receipt, the device was interrogated and was found in backup vvi mode with defibrillation therapy enabled (bdfo). Review of the device image indicated that the device entered backup mode after two rf communication interrupt overflows occurred within a short period of time as the device attempted to communicate with the remote monitoring unit.

Event description:
It was reported that via merlin.net the device was found to be in back-up vvi. Multiple download attempts to restore the device were unsuccessful and communication with the device was lost. It was also reported that the patient underwent a dental procedure the day before. Device was explanted and replaced. Patient condition was good.